Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the device displayed the end of life (eol) message and it is unknown if the device depleted prematurely. As a result, surgical intervention is planned to address the issue.

Manufacturer narrative:
Date of event is estimated.